Event description:
Pt on ventilator delivering wrong fio2 to pt, which was determined by two external oxygen analyzers & a new internal analyzer, delivering o2 at 30% causing inappropriate treatment. Pt on this device approx 20 hrs & event was discovered by respiratory therapist doing routine ventilator checks. Apparent defective oxygen sensor. Add'l info as of 5/19/97. Calibration from internal system to external dial was inaccurate.